Manufacturer narrative:
(B)(4). Voluntary MDR reports no. Mw5150453 and mw5150454.

Event description:
Voluntary MDR reports were received on (B)(6) 2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It has been reported that there was a difference in readings of 100+ points. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c, d zone of the parkes error grid. No injury or medical intervention was reported.